Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the patient's medical condition it was noted during the implant procedure that placement of the right atrial (ra) lead increased blockage of the venous access. The lead was attempted / not used. No further patient complications have been reported as a result of this event.